Event description:
It was reported that during stapled hemorrhoidectomy procedure, the surgeon closed the anvil until the orange indicator reached the bottom of a green zone. The safety button was released and forcely closed a firing trigger to the end, however, no solid crunch sound was heard. The surgeon felt that the stapler was harder to close than usual. The stapler, staple line and the donut were examined. Some parts of mucosa were not cut, the staple line was seen and some staples were not well formed. Severe bleeding was found in an un-stapled area. The plastic washer is still in the anvil and was not cut when the trigger was closed to the end. The mucosa not cut and staples were repaired by interrupted suture, a longer hospital stay was needed for further observation.